Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Additionally, it was reported that the pump language changed to italian. The pump was reset and the language was changed back to english to resolve the issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.